Event description:
The customer contacted physio-control to report that their device would not power on and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A root cause of the reported issue could not be determined. The device was returned without repair, per the customer¿s request. The customer was informed not to use the device.

Manufacturer narrative:
Physio- control service representative performed initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.